Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor and blood glucose value, sensor updating and calibration not accepted alerts. Sensor glucose value was 140 mg/dl and blood glucose value was 204 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed and the discrepancy between sensor glucose and blood glucose was not within target range and was greater than 30%. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for sensor error-sg not available/updating. Sensor glucose not displayed due to non-physiological drop in sensor signal. Sensor did not perform within specifications. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor error-cal error/calibration not accepted. Calibration not accepted because bg was entered during the sensor updating period when no sg value is displayed. In order for calibration to be successful, user needs to enter bg when sg is available. It is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.